Event description:
It was reported that the user performed incorrect supply change steps on the ilet system by pressing rather than pressing and holding to initiate fill until drops were visible, resulting in a use-of-device problem during an infusion set and cartridge change; the user then completed an initial supply change and resumed from fill tubing, observed drops, and successfully filled the cannula. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem found, with the issue attributed to use-of-device steps and no specific device component identified. It was concluded, based on previously established findings for similar reports, that the cause was traced to user.